Event description:
Caller called to report that the instruction for use for the surgical implant system has no automated cleaning system and could not be safe for the pts. Ozark cervical plate system guide part numbers: 801-00001, 801-0002, variable drill guide 8801-90001.